Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed chip on lower left front corner also cracked on right plunger case and broken bottom case. Force sensor test error was found during power up. Unable to duplicate super cap alarm. Motor rate error and motor not running was duplicated and verified. The root cause of the reported issues was determined to have been the customer by damaging the force sensor cable during the disassembly and or reassembly of the plunger head. Actions taken to mitigate the reported issue: replaced force sensor. Performed power up process and all the functional testing.

Event description:
It was reported that super cap post error event occurred. No patient injury reported.